Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot d372 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #7: blood leak (centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. However, a CAPA has been initiated for the investigation of the cause of drive tube leak/break associated complaints. The service order report is still pending. A supplemental report will be filed when the service order report is complete. The kit and smartcard were returned for analysis. A review of the smartcard data indicated that prime was completed successfully and that the blood collection had started. The buffy coat collection started after 1500ml of whole blood processed. An alarm #7: blood leak (centrifuge chamber) alarm occurred after 59ml of buffy coat was collected and the treatment was then aborted. An examination of the kit determined that the drive tube's upper bearing stop had delaminated which caused the drive tube to extend and impact the centrifuge wall. This impact caused the drive tube to wear and ultimately leak. The leak was located at the half way point between the upper and lower bearings. A CAPA has been identified and is in the process of being implemented to investigate this root cause. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. (B)(4).

Event description:
The customer called to report an alarm #7: blood leak (centrifuge chamber) alarm during the buffy coat collection phase of a dual needle mode blood prime treatment after 1500 ml of whole blood processed. The customer stated there was a visible blood leak in the centrifuge chamber. The customer stated that they aborted the treatment with no blood/products returned to the patient. The customer reported that the patient's fluid balance was 1ml and that the patient was in stable condition. The customer stated there was an opening in the drive tube and that the leak detector strip was still intact. The customer requested service for cleaning. The kit and smart card were returned for investigation.

Manufacturer narrative:
Service order report, #(B)(4), feedback: the service technician cleaned the instrument's centrifuge assembly door and parts. The system checkout procedure was then successfully completed. The information contained in this service order report does not affect the codes that were reported in the initial medwatch for this complaint. (B)(4).